Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected field: e1 (event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they intervened and fixed the issue by correcting the vacuum and pressure set points. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected filed- h6- type of investigation.

Event description:
N/a.

Event description:
It was reported by customer during pre-use checks that the cardiosave intra-aortic balloon pump (iabp) unit had automatic filling error detected. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.